Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient stated they felt "small shocks¿, and thought it was coming from battery cords (attached to system controller). It was stated that the batteries and battery clips were very dirty, and new batteries were given to the patient. Log file review was requested and captured a few backup battery faults which resolved on their own.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Manufacturer¿s investigation conclusion: the reported event of user shocks was not able to be confirmed. The reported event of backup battery faults was confirmed via log file analysis. Data from the reported event date of 15apr2024 was reviewed. A backup battery fault alarm activated due to a backup battery circuit fault at 22:12:08 and resolved within a second. The alarm reactivated at 22:29:52 and resolved at 22:30:32. The atypical alarms did not reactivate after clearing. No indication was found in the log file that the patient was being shocked. Attempts were made to obtain event information from the patient, but no response was received. No product returned for analysis. The root cause of the backup battery fault alarms and user shocks was unable to be determined via this investigation. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Battery inspection data was reviewed for the 11v backup battery, serial number gx265394, revealing that the battery passed all inspection testing. Heartmate 3 instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery alarms. Heartmate 3 instructions for use (rev. G) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 patient handbook (rev. G) and heartmate 3 instructions for use (IFU) (rev. G) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.